Event description:
On (B)(6) 2018 applied new infusion set and new sensor approx 0615, approx 0830, I checked my blood sugar and it was 489. No alert from insulin pump that my carb boluses were not delivering. I was at work with no extra sets or insulin. I had to call family to bring me new set and humalog. I am sure that I then experienced ketoacidosis due to high blood sugar. Nausea, generalized body aching, fatigue. Missed the following day at work due to these symptoms, I have previously reported this same incident in the past to minimed and was informed that even if "some insulin delivery" is occurring the pump will not alert "no delivery." This is a serious health problem to insulin pump users. The fact I had just applied the new sensor that morning and it was in the approx 2 hour calibration, I had no idea my blood sugar was this critically high, basically the perfect storm.